Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022. D4: batch # e220000063. Investigation summary the product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one cec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon suzhou¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Manufacturing date: 2022-02-09, expiration date: 2025-02-08. Performed by rui zhang. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.